Event description:
On 5/29/98 the pt underwent a left heart catheterization with coronary cineangiogram & left ventricular angiogram. At the end of the procedure a #2 vasoseal was applied with good hemostasis. Sometime after 6/23/98 the pt complained of right groin swelling and discomfort. On 7/29 the pt underwent surgery under local anesthesic. An abscess cavity was entered & a 3.2 cm long x 0.4 cm in diameter portion of a white tubular plastic piece was found in the depths of the cavity. There was purulent material present & a sinus tract down deep to the artery. The wound was packed with iodiform gauze & was left open. It is anticipated it will heal secondarily with no untoward effects.